Event description:
A caller reported a cartridge alarm issue with their pump, identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The technical support team, cts, addressed the issue by deciding to replace the pump, which was still under warranty. The customer was advised to switch to manual daily injections (mdi) as a backup therapy method. They were informed that the new pump would come with updated software incompatible with their current sensor, and they were instructed to consult their healthcare provider for a compatible sensor. Cts provided instructions for preparing the old pump for return and emphasized the need for the customer to set up their replacement pump with personal settings and connectivity. The replacement pump was dispatched to the customer without requiring a delivery signature, and the caller was informed about the pump's return process to avoid additional charges.